Event description:
The consumer via the manufacturer's representative (rep) reported the device was explanted because it did not help her pain. The patient sought pain medications. It was noted reprogramming was completed frequently. At the time of the report, it was unknown if the issue resolved. Relevant medical history included post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.